Event description:
It was reported that the laser is showing error code 250. The error code appeared multiple times. The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for procedure aborted after patient sedation.

Manufacturer narrative:
D3. MFR email address: (B)(4).

Event description:
It was reported that the laser is showing error code 250. The error code appeared multiple times. The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for procedure aborted after patient sedation.

Manufacturer narrative:
D3. MFR email address: (B)(6) the service repair was performed by the field service engineer. During service repair, the field service engineer (fse) replaced the hr mirror. The fse performed extensive troubleshooting and found that there was a spot on the hr of channel 1 during inspection. The alignment for peak power on channels 1-4 was adjusted and energy testing went well. According to the information provided, even though the product analysis states that the component was in good condition, after the fse changed the hr mirror, the issue was resolved, and the unit was performing within manufacturer specification. Therefore, it is likely that the hr mirror was damaged, confirming the reported allegation. The damaged hr mirror could have affected the device performance leading to the event experienced by the customer. Based on the analysis results, the investigation conclusion code of cause traced to component failure was assigned to this investigation.